Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, including an infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm. The IFU states that the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with revision of previously placed stent grafts or pseudoaneurysms resulting from previous graft placement. The IFU also states that adverse events that may occur and/or require intervention include, but are not limited to incomplete component deployment.

Event description:
On (B)(6) 2018, the patient underwent treatment of an aortoenteric fistula that presented after an open surgical abdominal aortic aneurysm (aaa) repair from 2013. According to the report, the surgical graft that was implanted in 2013 appeared long within the patient¿s anatomy, and there appeared to be an area where the graft made a backwards "l" that appeared to be buckling. It was reported the proximal aortic neck was pseudoaneurysmal, so the plan was to implant four gore® viabahn® vbx balloon expandable endoprostheses and four gore® excluder® aaa endoprostheses to complete a ¿snorkel¿ procedure in order to exclude the pseudoaneurysmal area. It was reported the following devices were deployed and implanted in the following order: an aortic extender component was implanted proximal the celiac artery; gore® viabahn® vbx devices were implanted in the celiac and superior mesenteric artery; an aortic extender component was implanted distal to the first aortic extender component; and gore® viabahn® vbx devices were implanted in both renal arteries. A trunk-ipsilateral leg component was then reportedly implanted with the flow divider landing just distal to the renal arteries. It was reported that when the first step of deployment was performed, the proximal end of the contralateral gate appeared constrained and would not allow passage of a catheter or guidewire. The distal end of the contralateral gate was reported to be open. According to the physician, the proximal end of the gate appeared ¿twisted.¿ it was reported the aorta was angulated and there appeared to be enough space around the trunk for the contralateral gate to open within the previously implanted surgical graft. However, the exact cause of the constrained or ¿twisted¿ gate is reportedly unknown. According to the report, multiple attempts were made to access the proximal end of the contralateral gate, including attempting access proximally and distally. However, attempts to access the contralateral gate were reportedly unsuccessful. It was reported that no blood flow was seen going through the contralateral gate, creating an unintentional aorto-uni-iliac (aui) bypass. It was further reported that as no catheter or guidewire could be advanced entirely through the gate, and there were no converter devices available to complete an actual aui procedure, deployment of the trunk was completed. A femoral-femoral bypass was reportedly performed and the right common iliac artery was embolized using a plug. The left side was reportedly patent and perfusing the legs following the fem-fem bypass and complete deployment of the trunk. The patient tolerated the procedure with no further adverse events. It was reported the patient was later extubated post-operatively and is currently doing well. Additional event and patient information has been requested.

Manufacturer narrative:
Additional information was requested regarding the availability of intra-operative images showing the ¿twisted¿ contralateral gate, pre-implant images showing the surgical graft, details regarding the implanted surgical graft, the patient's weight, and details on the patient¿s current status. However, no additional information was provided. No further adverse events were reported. Corrected conclusion code. Code 67 - the cause of the reported "twisted" contralateral gate could not be determined with the provided information.